Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h11. The microsensor (ID unknown) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
2 of 2 reports (same failure, different patients). Other mfg report number: 3013886523-2025-00254. A facility reported: "codman catheter did not produce readings on the cerelink monitor. In both situations, the patients had been under continuous monitoring for an extended period, and the issue did not appear to be related to transport or repositioning; the interruptions seem to occur spontaneously. This report is for the second patient/event: "the monitor displayed a ¿check cable sensor¿ alarm, again with no icp reading. The monitor and cable were replaced, and although the system recognized a connection, the error message remained. The catheter was intact and had been functioning well prior to the event." "Case required reassessment and intervention due to concerns about elevated icps, highlighting the critical impact of losing reliable monitoring."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.